Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. Dose and concentration information was not reported. It was reported that, in the week prior to the report, the patient went to the clinic with a motor stall and recovery. The hcp confirmed that the patient was putting their personal cell phone over the pump, resulting in the stall and recovery. The issue was resolved once the patient was educated on electromagnetic interference (emi) and magnet interactions with the pump. No patient symptoms or complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and it was reported all stalls were less than 24 hours. It was noted multiple motor stalls occurred and were identified on 2024-01-25. They first started on 2023-10-08 occurring during sleeping hours, middle of the night and recovered on 2023-10-08 at 1:23 am. Another stall occurred at 2:29 am on 2023-10-09 and recovered at 3:55 am. Again on 2023-10-09 a stall occurred at 5:11 am and recovered at 6:27 am. The following stalls were also recorded and provided: 2023-11-07 stall at 3:05am, recovered at 6:56 am, 2023-11-11 stall at 5:10 am, recovered 6:29 am, 2023-11-25 stall at 5:07 am, recovered at 7:40 am. 2023-12-01 stall at 11:34 pm, recovered at 3:23 am on 2023-12-02. 2023-12-02 stall at 11:15 pm and recovered at 12:36 am on 2023-12-03. 2023-12-14 stall at 12:32 am and recovered at 3:37 am. On 2023-12-14 a refill only occurred (programming steps at 1:33 pm and logs not read). The patient was not complaining of increased spasticity. On 2024-01-15 another stall occurred at 4:23 am and recovered at 6:04 am. 2024-01-07 stall at 1:06 am and recovered at 7:31 am. On 2024-01-25 a stall occurred at 1:50 am and recovered at 8:05 am. The patient reported hearing the alarm for 1 hour and seen in the clinic urgently. On 2024-01-25 the problem was identified at this visit and it was determined that a magnetic wallet/cell phone was placed on the patient¿s abdomen each night. The patient was seen again on 2024-02-01 for a pump recheck after the patient was instructed to not place the wallet/cell on the abdomen at night (or anytime). No additional stalls or alarms were reported by the patient or on the log print out from 2024-03-29.